Manufacturer narrative:
No samples were returned by the end user. Quarantined stock from lot aacf789 and retained samples from the device history record were visually reviewed. Small amounts of metal particulate was present on some of the devices. A thorough investigation of the manufacturing process was performed and it was determined that the particulate can be introduced during the bending operation of the finished good device. A quality alert and CAPA project was initiated to review samples, stock, processes/equipment, and perform necessary training. A hhae (health hazard analysis report) is currently pending. Additional details have been requested. No response to date. A supplemental report will follow with additional information if/when received.

Event description:
The end user / surgeon reported observing shiny, metallic looking debris/particulate left behind on the eye following the use of the knife for an ophthalmic procedure. No additional details were provided regarding procedure or intervention. No injury or adverse effect was reported. Photos were provided for review.